Event description:
Device malfunction: unk. Time of malfunction/ae: during and after vessel closure. Symptoms/ae: failure to achieve hemostasis, surgical repair of femoral pseudoaneurysm. It was reported that a physician attempted right common femoral arteriotomy closure using a starclose device after right internal carotid artery stent implantation. Reportedly, the starclose "failed during delivery" and manual compression was required to achieve hemostasis. The next morning, the pt developed an access site pseudoaneurysm in the right common femoral artery near the bifurcation. The pseudoaneurysm was surgically repaired the same day. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.